Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customers concern is that her truetrack meter is registering lower than a competitor meter she has. Customer stated she ran a blood test this morning at 8:38am using her truetrack meter and results were 98mg/dl she then immediately ran a blood test with other meter and results were 93mg/dl. Ran blood test at the time of the call with a result of 158mg/dl (customer just had eaten about 30 minutes ago). Customers meter is brand new she only performed two test with it but she feels its registering lower than her other meter. Customer is a border line diabetic. She is not currently taking medication to manage her diabetes. Customer did have an a1c test done and results were 6.1. The customer's expected fasting blood glucose test result range is 98-115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The product is stored according to specification. The test strip manufacturer's expiration date is 9/20/2017 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history: 87mg/dl (B)(6) 2015 08:38:00 am fasting:yes; 158mg/dl (B)(6) 2015 09:29:00 am fasting:no.